Event description:
Caller reported that insulin gauge displayed a different amount than expected and received a low insulin alert. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by loading a new cartridge, and cts instructed caller to call back for troubleshooting if an active fill estimate issue occurs again.